Manufacturer narrative:
The pump will not be returned to animas for evaluation. No conclusions can be drawn at this time.

Manufacturer narrative:
The pump was returned to animas and evaluated on (B)(4). The pump's daily insulin delivery totals reflected the user's programmed rates. No activity outside normal use was observed in the black box or download histories. There was no pump history from the time of the reported hospitalization because the pump continued to be used. The display screen was cracked and when the pump powered on the display remained blank. A flow accuracy test was performed and the pump was found to be delivering within specifications. No bubbles formed during testing. Unrelated to the complaint the pump was left without power and when powering it on, the pump returned to default date and time. The internal battery was found to have failed.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump histories. There was no data available for review from the time of the reported incident due to continued pump use. The pump was exercised for 29 hours with no delivery issues. There were no air bubbles observed in the system during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2011, the pt's mother/reporter claimed she is having trouble with the air bubbles in onetouch ping insulin pump system. Reportedly, the air bubbles are 2-4 inches in size. While the pt had the reported issue, his blood glucose was elevated to 150 mg/dl. The pt had moderate ketones and symptom of nausea. The pt treated at the hospital for hypoglycemia on the night of (B)(6) 2011. The reporter attributed his condition to having diarrhea and some unspecified "condition" that caused him not to absorb sugar. The pt allegedly had symptoms described as "pale and diaphoric." This complaint is being reported because the reporter claimed that the pt acute complication of diabetes around the same time as the air bubbles in the cartridge issue.